Event description:
It was reported that there were concerns this implantable cardioverter defibrillator (ICD) delivered inappropriate therapy. Technical services (ts) reviewed the episode data and noted that this device delivered three bursts of anti-tachycardia pacing (atp) and four shocks as an apparent result of sinus tachycardia. This device was subsequently reprogrammed and remains in service. No additional adverse patient effects were reported.